Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Red status indicator

Event description:
There was no patient involved. Red status indicator.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was returned for red status indicator flashing. Information from the history log shows the device failed the weekly auto self-test on (B)(6) 2018. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. There was corrosion observed on the membrane tail which had resulted in the device switching on automatically, as witnessed during the investigation. This would account for the multiple manual power ups of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail may also have resulted in an excess current drain and caused the depletion of an installed pad-pak resulting in the reported fault despite not being able to measure this during the investigation. Alternatively, the pad-pak may have became depleted due to storage outside the indicated conditions. This pad-pak was not returned for investigation. The corrosion on the membrane tail and the low temperatures recorded in the history log indicate that the device had been stored outside the indicated conditions. Furthermore, the corrosion had also resulted in a short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and will be replaced with a heartsine 350p.